Event description:
It was reported that during a right ventricular (rv) lead extraction this right atrial (ra) lead got dislodged. This lead was successfully replaced. No additional adverse patient effects were reported.